Manufacturer narrative:
Follow-up #2: date of submission 01-nov-2019 - device evaluation: the pump has been returned and evaluated by product analysis on 29-oct-2019 with the following findings: during investigation, the pump was unable to power on. The complaint of a keypad button response issue was unable to be adequately investigated due to an unrelated internal moisture damage reported on animas medwatch report number 2531779-2019-03730. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. H3 other text : 01

Manufacturer narrative:
Additional information: on (B)(6)2019, the reporter contacted animas alleging that the patient experienced a blood glucose over 500 mg/dl associated with an alleged keypad issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was alleged that the up, down and ok buttons were under responsive to user presses after the battery was changed. It was also alleged that there was moisture in the battery compartment. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged keypad issue

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the pump¿s keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.